Manufacturer narrative:
¿A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/19/2009 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a broken bezel. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a broken bezel. There was no patient involvement.